Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist sleeve of a minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set had been in use on the patient for approximately three (3) months. No cleaning solutions, solvents or disinfectants were used on the product. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed a separation between the main body and the twist sleeve of the twist clamp. The reported condition was verified.the cause of the condition could not be determined; however, broken occluder legs most likely caused the separation. Should additional relevant information become available, a supplemental report will be submitted.